Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign matter was not able to be identified. Foreign material remaining in the device was attributed to incomplete reprocessing caused by physical damage of the device. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which sections: gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection . Gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope experienced a scope recongnition error. The device was returned for evaluation. During the device evaluation, foreign material was found in the plastic distal end cover. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's issue was not confirmed. The evaluation found the bending angle in the up direction did not meet the standard value due to wear of the angle wire, the play of the up down knob is out of the standard value due to wear of the angle wire, the adhesive on the bending section cover had a crack, the suction connector was dirty due to water leakage, the suction connector had a scratch, switch 1 had a cut, the plastic distal end cover had a scratch and a burn, the control unit had discoloration, the universal cord had a scratch, the protector of the universal cord on the control section side had a scratch, the protector of the universal cord on the suction connector side had a scratch, and the connecting tube had a scratch, a dent, and was discolored. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.